Event description:
It was reported that the bd plastipak¿ syringe experienced a damaged plunger rod. The following information was provided by the initial reporter: push rod cracked.

Manufacturer narrative:
Investigation summary: multiple photo samples were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2012019. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Several pictures have been received to perform investigation. Complaint involves a 50ll syringes with reference 300865 and lot number 2012019. DHR from lot 2012019 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of the pictures received it can be observed the unitary packaging with the lot number of the device and a syringe with damage. The syringes shows the thumb press is broken. This damage, suggests it could have been produced during transport or caused by a hit in manufacturing process. The areas where pieces run in manufacturing area are protected to avoid damage on product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to further investigate and reduce any damage on our products. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes. Since no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we cannot confirm the root cause with evidence although it can be related to a hit during transport or manufacturing process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is unlikely based on no related quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.